Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical specialist (cts) assisted the customer via telephone in replacing the I-beam tubing through pinch valve (pv37), resolving the leak. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the cleaner leaked from the coulter lh 500 hematology analyzer onto the counter. The volume of the leak is unknown. The instrument was idle when the customer discovered the leak. There was no exposure to open wounds or mucous membranes. The customer was wearing the personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.